Event description:
It was reported that during implantation/application the haptic was found to not be located well. Product availability is unknown and no further details were provided.

Manufacturer narrative:
Age, weight, ethnicity: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Implant date: unknown/ information not provided. Explant date: unknown/ information not provided. Telephone number: (B)(6). The intraocular lens (iol) has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.